Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this lead exhibited an out of range low impedance measurement of less than 100 ohms, as well as noise. Additionally, this lead exhibited decreased r waves, as well as varying thresholds, with occasional loss of capture. The lead is believed to be fractured. As a result, the lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.